Event description:
It was reported that the stimulator had 2 electrodes that were out of range. These electrodes were not being used. Additional information regarding the issue was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n272489, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported electrodes 4 and 5 had impedances greater than 10,000 ohms. It was stated that the impedance issues resolved on the implant date in 2012, but noted that settings were 'programmed around open' contacts (B)(6) 2015. The patient recovered without permanent impairment.